Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history/histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical notes from the initial surgery were received and reviewed by a health care professional. The review significant degenerative changes over the femoral head, trials were stable through the rom and leg lengths were appropriate. Intraoperative xray implants in appropriate alignment. Instability and impingement was noted on arcs of motion however the surgeon, ¿felt that this was not likely to be a very functional position in order to obtain instability of the hip. Therefore, no changes were made to the implants¿. No intraoperative complications noted. 3 undated images (2 right leg, 1 bilateral) were not sent for radiologist review as image dates would be necessary for adequate assessment of the left side. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced pain in the thigh bone midway down the femur. The devices remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, lot # 64415695. Item # 00620205222, shell porous with cluster holes 52 mm, lot # 64622908. Item # 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot # 64555349. Item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # 64611734. Item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j6790171. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.